Manufacturer narrative:
(B)(4). Batch #: u93w7j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the eps01 tip was broken. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2022.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022. D4 batch #: u93u45. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. In addition, the electrode was not detached as reported. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. The instrument was inspected and there were no issues noted that could have contributed to the report of suction issues. It is possible that the issue was associated with the attached instrument. This was not confirmed during analysis due to the instrument was evaluated independently. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: do not attempt to bend, sharpen, or otherwise alter the shape of the electrode tip. Doing so may cause electrode tip failure and user or patient injury. Please reference the instruction for use for more information.